Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported they are getting red "x", monitor not staying operational. There was no reported patient involvement.